Event description:
Info received indicates the hi/low function is not working in either direction due to fluid ingress on the connector board.

Manufacturer narrative:
The tech replaced the connector board to repair the bed.